Event description:
Per importer's MDR: the end user's wife states the front caster is hitting the big rear wheel causing the unit to not move. She states trying to push her husband when this happens has caused her extreme back pain.